Event description:
It was reported that sometime in (B)(6) 2026, the patient experienced a hypoglycemic event after an unspecified duration of pod wear. The specific date of the event and blood glucose levels were not provided. The event date provided in this report is approximate. The patient reported developing symptoms including vomiting and nausea, which did not improve despite self-administering juice and glucose tablets, prompting him to seek medical attention. He was subsequently hospitalized and treated with intravenous fluids, as well as anti-nausea and anti-pain medication. The patient remained hospitalized for approximately 12-15 hours. The specific discharge date was not provided. Upon follow-up, the patient expressed concern regarding persistent hypoglycemia following a switch from the omnipod controller to the iphone application in january 2026. Omnipod therapy settings were reviewed, and it was identified that the patient had a basal rate of 2 units per hour, which he suspected was incorrect for his needs. The patient reported plans to follow up with his healthcare provider to confirm therapy settings and would transition to multiple daily injections in the meantime. The pod involved at the time of the event was discarded and is unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone15.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.